Event description:
Reporter stated that pt was exhibiting symptoms of hypoglycemia: weak, disoriented, and acting strangely. Reporter stated that pt's blood glucose was tested, using the suspect device, with a result of 132 mg/dl. A few minutes after result was obtained, pt reportedly lost consciousness. Reporter phoned emergency medical services, and upon their arrival approx 10 munutes later, pt's blood glucose reportedly measured 32 mg/dl (on paramedics' blood glucose monitor). Reporter stated that pt was treated with a glucose injection and was subsequently transported to the hosp for add'l treatment. Reporter indicated that pt regained consciousness at the hosp. Pt's blood glucose was reportedly retested on a hosp device, 1-2 hours later, with a result of 275 mg/dl. Reporter stated that pt remained in the hosp for 3-4 hours. No add'l details of pt's diagnosis or treatment were provided. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.